Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended and out-of-range (oor) rv intrinsic amplitude. Additionally, the device exhibited pacing at less than 90 percent efficiency. Technical services (ts) analyzed the data and determined that the pacing was at 88 percent between (B)(6) 2026 and (B)(6) 2026. The elevated rvat levels were attributed to the presence of "intrinsic beats" and "noise" within the evoked response window. The pacing output was fixed at 4v (volts), with apparent capture observed in the electrogram (egm) presented. The most recent measurement of rv intrinsic amplitude was noted at 6.8mv (millivolts), and no rv undersensing was detected. Moreover, left ventricular (lv) oversensing of atrial intrinsic amplitude was observed on the stored left ventricular automatic threshold (lvat) egm, which resulted in a loss of bi-ventricular (biv) pacing and an interval of ventricular fibrillation (vf). A notable decrease of 100 ohms in lv impedance has been recorded since mid-(B)(6) 2026. Ts recommended further review of the situation. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains ins service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.